Manufacturer narrative:
(B)(4). Batch # t9234f. Investigation summary: the device was received with no apparent damage. Upon visual inspection under magnification, it was noticed that the upper jaw was slightly damaged at the retention pin interface resulting in the jaw being loose with difficulty opening and closing the jaws. However the damage was not significant enough to prevent the device from cycling. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing. Tone 1 is heard when the energy activation button is pressed, tone 2 is heard when tissue impedance threshold is reached, and tone 3 is heard when the cycle is complete. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic hysterectomy the device jaws would only open halfway. The procedure was completed with another new device. There were no patient consequences reported.